Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The following devices were returned on july 22, 2025, in relation to case (B)(4): uh400e sn (B)(6). 26159be lot yl05. 26176le additionally, was returned on july 23, 2025: uf902 sn (B)(6). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, they had an incidence in vithas granada with the autocon. With the patient already anesthetized they have not been able to perform the intervention. They had to take the patient to reanimation without having performed the scheduled surgical process. One of the surgeons had the perception that it was transmitting more energy from the electrode account and so they canceled the surgery. The cables and electrodes were new. Autocon does not recognize the generator electrode. Since the procedure was not able to complete and scheduled procedure was changed, this case is reportable.